Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device revision procedure, that this right ventricular rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service) after exhibiting high, out of range shock impedance (greater than 200 ohms) and noise. The physician determined there to be a lead mechanical issue at the terminal pin. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.